Manufacturer narrative:
Results and conclusions: inherent risk of procedure - (death).

Event description:
The previously reported st event was also treated with angiography and ballooning. The previously reporting mi was also treated with medication and angiography. It is reported that the outcome of the st and mi events was death. Patient death occurred approximately 1 week post index procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi, thrombosis); evaluation, conclusions: inherent risk of procedure (mi, thrombosis). (B)(4).

Event description:
During index procedure, two resolute integrity drug eluting stents were implanted in the lad successfully. Approximately 3 days post procedure, the patient suffered stent thrombosis and mi in the target lesion. Revascularization of the lad was carried out using an unknown pta and the stent thrombosis was treated with medication and aspiration. The event is continuing. Investigator assessed that the stent thrombosis and mi events were possibly related to the study device and drug, and definitely related to the procedure.